Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support during a surgical workup. The impella cp was prepped and inserted per instructions for use via the right femoral artery. It was reported that there was severe bleeding at the insertion site and the bleeding was not able to be controlled with manual pressure. The decision was made to remove the impella cp, insert a 14 french cook sheath, and send the patient for vascular surgery repair. The patient's outcome at the time of explant was survived and was noted to be in stable condition.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure investigation summary: asae/major bleed: severe bleeding at insertion site. Unable to stop with manual pressure. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot: 1973983. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.